Manufacturer narrative:
There was no allegation of product malfunction reported. Based on the information received, operational context and possibly placement difficulty contributed to this event. Injuries to the coronary sinus are listed as a potential complication in the product instructions for use (IFU). The IFU and training manuals were reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards has reviewed many of these reports and has found that the root cause is typically related to a combination of vessel size/fragility and placement issues of the device. No manufacturing non-conformance has been associated with the historical events which have been reported. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient sustain a coronary sinus injury during a minimally invasive avr case. During initial placement of the retrograde cardioplegia device, echo and flouro imaging revealed the device was in the coronary sinus. There was some ventricularization noted on the hemodynamics monitor. The physician wanted to inflate the balloon, but was asked not to and to just do a contrast injected image with flouro to see where the device was first. At this time it was noted that there was a lot of extravasation and the procedure was stopped. Another physician was called and the procedure was converted to full sternotomy. Upon observation of injury, it was stated that there was a small perforation, but no intervention or repair was needed. Patient was in stable condition the entire time. No emergent or urgent surgical intervention was performed. The patient's vitals were blood pressure 93/44, heart rate 73, o2 saturation 99%. There was no allegation of device malfunction. There was no bending of the tip seen on imaging. It was reported that the patient had endocarditis.

Manufacturer narrative:
Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event.